Manufacturer narrative:
The implanting clinician mentioned that the patient had been healing slowly, and the insertion point had been opened previously. The implanting clinician said that a penicillin shot was given to the patient on (B)(6) 2021. The implanting clinician decided to close the pinhole at the incision site and diagnosed the patient with cellulitis. The patient disclosed to the clinical representative and the implanting clinician that he had been rubbing the incision site and wearing the antennae directly to the skin. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the infection is due to user error since the patient was touching the wound site. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required

Event description:
On (B)(6) 2021. The clinical representative attended a follow-up appointment for a patient who was implanted with a permanent stimulator on (B)(6) 2020. The implanting clinician examined the wound and noted a pinhole opening at the insertion site.